Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values seven days after the sensor was inserted in the arm. The patient is paraplegic and lives in a care center. In the morning, the nurses came to wake the patient up and found the patient unresponsive; she only opened the eyes for a second and closed them again. It was reported that the patient was near to a coma state during her sleep (unconsciousness). The nurse took a blood glucose reading which was in hypoglycemic values; the cgm was reading 6.2 mmol/l and the blood glucose reading was 2.4 mmol/l. The nurse treated the patient with an undetermined dose of glucose drink. After the treatment, the patient regained consciousness. After 45 minutes the patient was still weak, shaking and struggled to seat. Therefore, the patient self-treated, drank juice and ate bread. She recovered fully after the second treatment. There were additional inaccurate values reported during this event: the cgm reading was 14.4 mmol/l and the blood glucose reading was 8.0 mmol/l. The cgm reading was 22.0 mmol/l and the blood glucose reading was 15.0 mmol/l. At the time of the report the patient was feeling good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c and b zone of the parkes error grid. No additional patient or event information is available.